Event description:
Customer reported system will intermittently shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the quad output power supply. System operates as intended.